Event description:
It was reported that the patient fell off of an ¿18-wheeler and hit a curb¿, hurting his back. In the emergency room, the patient had an x-ray performed with contrast and it was seen that the catheter had cracked or broke at ¿t3.¿ fluid was back-tracking, following the lining to the outside part of the pump and the pump was ¿filling up with fluid.¿ it was unclear if the reporter was stating that the fluid was flowing around the pump or back into the pump reservoir, but it was noted that the pump was ¿swollen¿ and was ¿turned up like swimming.¿ there was concern of a ¿cf leak¿ and it was reported that the accumulating fluid was reportedly a mixture of spinal fluid and dilaudid. It was noted that the physician wanted to do an open MRI, but was told not to by a manufacturer representative. The reporter stated that the patient had previously had four open mris and the pump had always worked fine afterwards. The device system was used to deliver dilaudid and either lidocaine or novocain, though the reporter was unsure which.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).